Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that they attempted to shock the patient and the device displayed, "unable to deliver shock". They tried to charge the device again for defibrillation and the device said "unable to charge". Another defibrillator was used. And a shock was delivered successfully. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has contacted the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that after a shock the device screen went blank. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly, however further cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a defibrillation shock during a patient event. The customer advised that they attempted to shock the patient and the device displayed, "unable to deliver shock". They tried to charge the device again for defibrillation and the device said "unable to charge". Another defibrillator was used. And a shock was delivered successfully. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has contacted the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.